Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
It was reported to vyaire medical that when the patient took a breath while connected to a laptop 1200 ventilator, in biphasic positive airway pressure (bipap) mode, it did not trigger a breath. The customer stated that the patient was unable to trigger a breath, so the mask was immediately removed and the patient was transferred to a different ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation update: h2, h3, h6, h10, g3 and g6. Results of investigation: vyaire medical was unable to confirm and duplicate the issue.the investigation of the event trace reveals no unusual alarm or fault state. All event trace entries are consistent with normal ventilator operation. The vent was bench tested by service utilizing a known good test patient circuit. Vent completed 144-hour extended tests with no odd alarms using the customer's settings. During troubleshooting, the vent passed final test utilizing an automated test fixture, which checks the overall functionality of the vent, which includes several alarm and ventilation functions. The vent was thoroughly inspected, and no anomalies were found. Service ventilator to meet all manufacturing specifications and standards. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.